Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ezprime function was performed on the pump with no problems found. There were no alarms noted related to the complaint observed in the pump's history. The units remaining were found to be correctly calculated and recorded in the pump's history. Test boluses were performed with a test meter and pump; all programmed boluses were recorded in the history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. A review of the pump's history revealed that the programmed boluses were delivered and recorded in the pump's history and no cancelled boluses were observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint on missing boluses was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the pump's bolus history was inaccurate and the patient had developed elevated bg levels. According to the reporter, 4 boluses programmed via the meter remote on (B)(6) and (B)(6) 2011, were not recorded in the bolus history. Specifically on (B)(6) 2011, a school nurse claimed that she had programmed a bolus at 11:00 am and claimed that she heard the pump vibrate and deliver the bolus. At 2:20 pm that same day, the nurse delivered another bolus but noticed that the lunchtime bolus was not recorded in the bolus history. Later that same day in the evening, the patient's mother also noticed that a bolus programmed at 6:00 pm that day was not recorded in the pump's bolus history. By that time in the evening, the reporter claimed that the patient's blood glucose (bg) level was over "600 mg/dl." Through troubleshooting, the reporter programmed an excarb and ezbg bolus via the meter remote while the patient was disconnected. The reporter reportedly witnessed a bolus delivered in the air and insulin was seen dripping out of the tubing. In addition, the bolus was noted in the bolus history. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's bolus history was inaccurate and the patient developed an elevated bg level suggestive of severe hyperglycemia.